Event description:
"Leakage from the connection between the patient adapter and the ti-adapter." The set was in use for 60 days. There was no patient injury or medical intervention associated with this incident according to baxter.